Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the pump that was planted in the patient's abdomen had to be removed due to a severe infection. The physician decided he would not implant a pump after the infection cleared up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.